Manufacturer narrative:
Per the user guide, if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. To resume insulin, from the options menu, tap resume insulin and tap resume to confirm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 600 mg/dl. Customer went to the emergency room with nausea and chest pain. Customer was going into diabetic ketoacidosis (dka) and due to 99% blockage of 2 main arteries customer experienced a heart attack. Pump was removed and intravenous insulin was administered. Two stents were placed. Bg lowered to 250 mg/dl. Customer was admitted to the hospital and intravenous insulin was continued. Elevated bg/dka/heart issues were resolved. Customer was discharged on (B)(6) 2019. There was no permanent injury related to the elevated bg/dka. Reportedly, elevated bg was due to the customer inadvertently forgetting to resume insulin delivery. Pump resume pump alarm had occurred; however, customer was asleep at the time of the alarm. Customer¿s heart attack also contributed to the elevated bg. Reportedly, customer resumed pump therapy upon discharge from the hospital.